Event description:
The field service engineer (fse) informed the complaint handling team that he received a call from the hospital on (B)(6) 2019 that their rosa system is beeping. The e-stop button is not pressed.

Manufacturer narrative:
It was reported that on (B)(6) 2019 the rosa surgical device s/n (B)(6) was beeping. According to the reporter, the emergency stop button was not pressed at this time. A field service engineer informed that he performed a robot arm and controller batteries replacement and reset the counter on (B)(6) 2019. He indicated that this may be the cause of the reported event. A field service engineer went to the hospital on august 28, 2019 to troubleshoot the issue. She logged into the controller and confirmed that the battery time had been reset at the last replacement, and there appeared to be no issue with the batteries. She was able to determine that the emergency stop button had been pressed, and that this was the cause of the reported event. She released the emergency stop button. Based on the testing of the actual suspected device the root cause of the event is determined to be an unintended use error: emergency stop button activation. The device data log files from the event date, (B)(6) 2019, are not available for investigation.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer (fse) informed the complaint handling team that he received a call from the hospital on (B)(6) 2019 that their rosa system is beeping. The e-stop button is not pressed.